Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the combination of the posterior tibial slope and the slope ++ tibial insert which allowed for excessive posterior contact between the femoral component and the tibial insert, especially medially, and led to the reported wear of the polyethylene. The wear likely led to metal on metal contact between the femoral component and tibial tray which resulted in the reported scratches of the femoral component, and a worn hole in the tibial tray. However, this cannot be confirmed as the devices were not available for evaluation. (D11) concomitant devices: - (cn: (B)(6) sn: (B)(6) ) three peg patella 35mm. - (cn: (B)(6) sn: (B)(6) ) optetrak asy, cr porous femoral, sz 2, right.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: (cn: 200-02-35, sn: (B)(4)) three peg patella 35mm. (Cn: 232-03-02, sn: (B)(4)) optetrak asy, cr porous femoral, sz 2, right.

Event description:
As reported, there was narrowing of the joint space on the medial side on the right knee noted on an x-ray of a (B)(6) y/o female patient. During exposure there was evidence of osteolysis scratching of the femoral component complete wear of the poly insert and a worn hole in the tibial tray. Patient was last known to be in stable condition following the event. Patient was last known to be in stable condition following the event. Devices not returning, disposed of by facility.